Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available. Associated medwatch: 1221934-2018-50367.

Event description:
It was reported via email that there were two truspan failures in one procedure. The sales rep stated for the first failure, the second truespan implant pulled through the meniscus. This seemed to happen while the surgeon was tensioning the construct. The surgeon was able to remove both implants by cutting the suture and using a grasper to retrieve the implants. There were no patient consequences. It took about 4-5 minutes to remove the implants. For the second failure, the suture broke while tensioning the construct. Again, both implants were removed similar to the first one. It took the same amount of time. The surgeon was able to complete the repair using ultra fast fix. The surgeon put these implants in roughly the same spot as truespan, so the patient's meniscus was not harmed with the first two failures. Both devices were discarded.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received on 3/28/2018 stated that the issue was detected during the procedure. It was reported that the failure was the second truespan implant pulled through the meniscus and was triggered while the surgeon was tensioning the construct resulting to 4-5 minutes of surgical delay. The procedure was completed, there were no revision procedure planned and there was no patient impact. It was reported that the implant was removed.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed no similar and no dissimilar complaints for this lot #l642083 of devices with the product code that were released to distribution. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).